Event description:
It was reported that, "the surgeon was inserting the trident psl ha cluster on pt acetabuli, the cup was elliptically deformed. Therefore, the surgeon could not properly lock the trident alumina insert on the cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.